Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of stuck key on the keypad, which was reproduced. The device evaluation confirmed the #3 key to be inoperable caused by a failed keypad. It was observed that when any of the remaining functional keys are pressed an automatic output of the (#3) key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, #3 will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a stuck key on the keypad. It was also reported there was no patient involvement.